Event description:
It was reported there as a broken extension. It was also noted the patient experienced a shocking and or jolting sensation. The patient had electrical shocking sensation in their right side primarily in the hand and arm on and off for a couple of years. The hospital had chosen to wait because the patient had good effect. It was noted the sensation could be triggered by pressing the connection between lead and extension behind the patient's right ear. "Invasive" troubleshooting was done while the patient received new stimulators bilaterally. Troubleshooting indicated a problem with the extension and the extension was replaced along with the simulators. There was no injury or adverse event to the patient.

Manufacturer narrative:
Concomitant medical products: product ID 74955144, serial# (B)(4), explanted: (B)(6) 2012. Product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.

Manufacturer narrative:
Evaluation of the implantable neurostimulator ((B)(4)) revealed the battery was not in new condition evaluation of the extension revealed the extension body conductor was broken, with a coiled wire within the body. The number two conductor was broken 26.8 cm from the proximal end (number two circuit measured as an open circuit). Distal extension segment length was 8.9 cm. Proximal segment length was 42.7 cm. Evaluation of the implantable neurostimulator ((B)(4)) revealed it was at normal end of life with telemetry and output okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.